Event description:
It was reported that the device was no longer providing therapeutic effect. During explant, there appeared to be fluid, etc in the header block.

Manufacturer narrative:
(B)(4). Analysis of implantable neurostimulator (ins) model 3116 (B)(4) determined the ins was functionally okay with no significant anomalies. Foreign matter was in the connector port and good, stable output was observed on each electrode pair.